Event description:
The mother reported via phone call that the insulin pump was broken. The mother stated the insulin pump powered off and would not turn on. Customer's blood glucose was unknown. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.